Event description:
During variax elbow surgery, after insertion of the locking screw to the distal screw hole, the surgeon inserted the screws to the proximal screw holes. Then he tried to finally lock the first screw, the screw did not be locked. The screw was remained as it is.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Possible causes could be the following (not exhaustive): - too high torque applied - damage of locking hole/lip - too little torque applied - too high insertion angle. However more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During variax elbow surgery, after insertion of the locking screw to the distal screw hole, the surgeon inserted the screws to the proximal screw holes. Then he tried to finally lock the first screw, the screw did not be locked. The screw was remained as it is.